Manufacturer narrative:
The insulin pump was received with no moisture or signs of fogging noted on the pumps display. No moisture damage or corroded keypad traces noted. All of the buttons functioned properly, no unresponsive buttons or no scrolling noted. The connector at the lcd board was found locked. The insulin pump has a minor scratched lcd window. No other cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was changing the infusion set and was attempting to fill the tubing but insulin didn't go through. Customer stated the reservoir set up menu would not work when she pressed the act button. Customer changed the batter and anomaly persisted. The esc button and other settings worked fine. She didn't know what her blood glucose level was. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.